Event description:
The event is reported as: alleged issue: it was not possible to release the staples : they remained blocked into the trigger. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend related complaints.